Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. H3: analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt says when charging implantable neurostimulator (ins) it goes to passive recharge mode but they get 0 for the high number and says the recharger telemetry module (rtm) was getting hot. Pt says they have a lot more pain because their stimulator has been off for 3 days. They said this started about 3 days ago. Patient says that they have tried resetting controller which did not resolve. Pt mentioned that the relay box on the recharger cord got really hot this morning. There is no physical damage on the cord. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.